Event description:
The customer contacted stryker to report that their device's battery pin was pushed through the rear case. In this state the device may not be able to deliver defibrillation therapy if needed. There was no report of patient use associated to the reported event.

Manufacturer narrative:
Stryker evaluated the customer's device and confirmed the reported issue. Stryker replaced the device's rear case to resolve the issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use.

Manufacturer narrative:
The root cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to report that their device's battery pin was pushed through the rear case. In this state the device may not be able to deliver defibrillation therapy if needed. There was no report of patient use associated to the reported event.